Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl for approximately five hours after a sensor connection with a g7 and while down to one unit of insulin; the user changed all pump supplies per guidance and continued monitoring without backup therapy or medical intervention. Symptoms included dry mouth. Outcomes included no hospitalization and no professional medical treatment. Investigation included case review and user troubleshooting focused on infusion set and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia with no reported device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.